Event description:
Pt in for cardiac catheterization. Post procedure collagen plug was placed in the femoral artery. The device broke off, cut off the circulation, and cut the artery. Emergency cardiovascular surgery was necessary to restore circulation to the leg and repair the artery. Pt subsequently developed an infection at the site, which is still an open wound. The wound was debrided on 1/28/99. Pt complains of pain, has not been able to work, and has limited mobility. Pt's wife contacted the physician's office, and learned that the MFR was sherwood, davis & geck.